Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during uncovering, the implant unscrewed and the implant came out. Patient experienced failure of implant to integrate.